Manufacturer narrative:
A replacement power adapter was sent to the customer. In f/u with the customer, she indicated that she saw sparking at the strain relief where wires are exposed, but did not see a fire, smoking, melting or a breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue. In summary, a breach in the outer insulation of the cord, exposing wires, at strain relief was present and which could have caused the cord to spark. Sparking poses a risk should it come in contact with a combustible material. (B)(4), approved on (B)(6) 2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l f/u actions will be established as a result of the CAPA process. Eval summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a breach of both the positive and negative wires, with exposed wires on both. The customer tried to repair the breach with electrical tape. The power supply was plugged in and the voltage across the dc plug was measured at 12.2 vdc, which indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured at 0.7 mega-ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 59.3 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported that "the ac adapter [for her pump] is broken and the copper wires are sticking out." The customer did not report an injury.